Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Customer decided to use a third party vendor for the repair of the device. Based on the results of the investigation, and since the subject device was repaired by third-party and non-olympus parts were used, we could not specify cause of the suggested event. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 "inspection of the endoscopic system" ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 "troubleshooting" if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, returning the endoscope for repair.¿ also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition to the reportable findings documented in b5, the following non-olympus components were also observed; distal end plastic cover, bending section cover or distal sheath and its glue, light guide lens, and the insertion tube. The device passed the leak test. The evis had no image. The device showed 142 uses. There was a customer label on the control body and scope connector. Four attempts were performed to obtain additional information, but no response was received from the customer. This investigation is still ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the bronchovideoscope had defects of the connector as the monitor shut down when connected to tower. There was no report of patient harm, procedural delay or injury.